Manufacturer narrative:
(B)(4). Approximate age of the device - 1 year and 2 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On 05/10/2016, it was reported that while connected to the power module, the patient bent over to tie the shoes and experienced a pump off alarm. The patient was asymptomatic. After switching power sources from the power module to battery power, the patient drove to the emergency room. Review of the log file by the manufacturer's technical services representative revealed multiple low speed and pump stop alarms. X-rays showed no area of concern. The patient's system controller was exchanged and no further alarms occurred. The healthcare professionals suspected a driveline short to shield issue. On (B)(6) 2016, the manufacturer's technical services representatives replaced approximately 22 inches of the external portion of the driveline. After the repair, there were no immediate alarms observed while the patient was connected to the power module with the use of a regular (grounded) patient cable.

Manufacturer narrative:
Device evaluation: a distal end driveline replacement was performed on (B)(6) 2016 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Continuity testing revealed that all wires were electrically intact. Visual examination and high potential testing of the underlying wires revealed no evidence of compromised wire insulation. A pump exchange was performed on (B)(6) 2016 and the pump was returned assembled with the driveline cut approximately 8 inches from the pump housing. The remainder of the driveline was returned in one segment. Examination of the driveline revealed a small breach in the orange wire insulation at the end of the segment near where the driveline was cut. The breach showed evidence of fatigue, which could be the result of abrasion against the braided shield. However, due to its proximity to where the driveline was cut, it could not be conclusively determined if the breach was present during support. The breach would have been located approximately 7.5 inches from the pump housing. High potential testing revealed no additional breaches in the insulation of the wires. If the breach in the orange wire was present during support, the pump stops could have potentially been caused by a short to ground, which would occur if the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source, such as the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: on (B)(6) 2016, the patient underwent a pump exchange. The reason for the pump exchange was reported as "short to shield."